Event description:
Yesterday I spoke on the phone with a patient from facebook, and she reported that she has had to have multiple surgeries to move the device around due to incorrect placement that led to pain. Also, she said that though they resolved the placement issue after another surgery, her device is now malfunctioning via "spasms" (that is the word she used). We spoke on the phone because although she shared this serious complaint information, her experience with enterra has been life changing, and affected her life so positively that she will quote "never even think of getting it removed - it has provided too much relief".